Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the patient clarified that they normally feel stimulation on both sides. The patient stated that they cleaned and moved the battery pack over. The patient stated that the issue has not been resolved as they are trying to get in touch to reprogram it. Their left leg is limp.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported a revision surgery. Patient stated that when they were bending over a little bit forward to the side to their right side it (the ins) would start bothering them. Agent asked the patient if they had any falls or trauma that would have caused the issue; patient said no. Caller stated as a result, they had surgery last month and they moved the battery pack to a different location. Patient said that after surgery, the doctor told them that there was a lot of scar tissue buildup on there so they cleaned it out and moved it over. Patient noted that now they are having a stim therapy issue; they have stimulation on the right side and not on the left side. Caller would like a manufacturer representative (rep) to meet with them and reprogram the device. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they have an appointment with a healthcare provider on wednesday.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.